Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in a patient during an endovascular aneurysm repair. It was reported that during touch-up using the reliant balloon the balloon ruptured. Another reliant balloon was used to complete touch-up. As per the physician, the cause of the event is unknown. It was thought that, as the proximal neck was angulated, the balloon might have touched off the bare stent when the balloon was inflated, however, since the replacement reliant balloon did not rupture, it was determined that the cause is unknown. No additional clinical sequelae were reported and the patient is fine.